Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was cracked and had to be explanted. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure (this could encompass cannula as discussed), surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error and optic damaged due to dehydration of lens. Within the rayone preloaded iol injection system use fmea forcing a blocked injector and inadequate lubrication are identified as possible causes of "lens optic damage". Additionally, this fmea identifies possible causes for "trapped/ torn lens haptic/ optic during insertion" to be; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient information available to determine the cause of optic damage post implantation in this case. Rayner is following up via its in-country representatives to try and obtain additional information to facilitate further investigation of the event.

Event description:
On 24th july 2024, rayner received notification from a its us affiliate company of an event that occurred during use of a rayone preloaded iol (model unspecified at time of this report). The event description provided states that the iol was cracked and had to be explanted.